Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This ra and the rv lead became dislodged after the pocket was closed at implant. During the final check under fluoroscopy the physician could see the leads dislodged. The pocket was reopened and this ra lead was successfully repositioned and remains actively implanted. Should additional information become available this file will be updated.